Event description:
Healthcare professional reports inconsistent results with the protime microcoagulation system. Protime generated 5.6 inr. Repeat test was performed on the same pt and the result was 1.9 inr. Pt¿s therapeutic range was not provided. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot number: was not provided. Method code: actual device not evaluated. Process eval was performed. No ncmrs identified for this instrument. Results: no results available since no eval performed. Conclusion: unable to confirm complaint.